Event description:
The patient experienced a return of symptoms. Caller stated the patient reported a "tightness" returned but by appearance, the patient looked great. Caller stated there were no alarms and refills have been fine. The pump was interrogated and the reservoir level was at 30cc. A dye study was attempted on (B)(6) 2012. They were unable to aspirate the 1-2 cc; therefore, it was not performed. A CT was planned. Caller stated the patient told them they had a bolus a couple times previously and it was ineffective. It was indicated per caller that a therapeutic bolus was done and the patient had a response to the bolus. The pump was delivering compounded baclofen.

Manufacturer narrative:
Catheter, model# 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: unk. Catheter, model# 8596sc, serial# (B)(4), implanted: (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).